Manufacturer narrative:
At this time, no further information is available. Should additional information become available in the future, we will provide a supplemental report.

Event description:
It was reported that this patient presented with right atrial (ra) undersensing, resulting in functional loss of capture. Boston scientific technical services (ts) was contacted and discussed that this could have occurred due tight conduction and decreased amplitude measurements. Ts recommended assessing the patient in-clinic, as well as potential x-ray imaging to assess the lead location. At this time, this ra lead remains implanted and in-service. No adverse patient effects were reported.